Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the pancreatic duct during a dilation procedure performed on an unknown date. During the procedure, it was noted that the balloon burst. Additionally, the same issue occurred on the second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H10: block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: the returned hurricane rx dilatation balloons was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a ruptured in the distal section of the balloon. Microscopic inspection found the balloon had a rupture located approximately 10mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon ruptured was confirmed. The rupture found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with scope or any other surface during the procedure could create friction on the balloon and cause a ruptured. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the pancreatic duct during a dilation procedure performed on an unknown date. During the procedure, it was noted that the balloon burst. Additionally, the same issue occurred on the second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.